Event description:
It was reported that the insulin pump alarmed and insulin squirted out. It was stated that the drive support cap was off, but the customer was able to push it back in. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.